Event description:
Customer reported that the unit is still not reporting correct vitals. Every temperature says 102 and systolic blood pressure (bp) reads 20 points higher. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips biomedical engineer (bmed) who went onsite to test the unit. Results of functional testing indicate the reported problem could not be replicated. Testing included a self-test and two test on patient simulators. The unit was within tolerance on each test. The bmed made sure tracker was correct in centrak. The unit has returned to service. Based on the information available in the case, the cause of the reported problem could not be replicated. The alleged malfunction was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.